Event description:
The pt's surestep meter had missing segments. The batteries were replaced, but the issue was not resolved. The pt was experiencing symptoms of dizziness, shakiness, and sweaty. Results of 214 mg/dl, 238 mg/dl, 243 mg/dl, and 225 mg/dl are documented. There is no evidence that the meter contributed to a serious injury reported. No further clinical info was provided.